Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touchscreen issues were verified, but the altitude alarm issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer¿s blood glucose level was 248 mg/dl. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.